Event description:
This spontaneous case was received on (B)(6) 2014 from an hcp via a literature article and concerned a (B)(6) female pt. The pt's med history and concomitant medications were not reported. On an unk date, the pt received treatment with hyaluronic acid injection for augmentation of wrinkles on the forehead (worry lines) by an alternative practitioner. The batch number and expiry date were not reported. On an unk date, 3 weeks after receiving treatment with hyaluronic acid, the pt experienced a painful erythematous tumour on the forehead, left, that appeared a livid-erythematous, pressure-sensitive fluctuating nodule of approximately 2x2.5cm. It was reported that following a sonographic scan, a stab incision was made with the drainage of blood and yellowish pus. It was reported whether the pt continued with hyaluronic acid. The pt was treated with a calculated systemic antibiotic therapy of oral amoxicillin 1000mg, three times daily. It was reported that there was no microscopic evidence of bacteria and no cultural growth. The diagnosis was a sterile abscess after hyaluronic acid augmentations. The outcome of the event was recovered. The reported did not provide a causality assessment. Additional info has been requested for this report. No further info was provided. This case is cross-referenced to (B)(4). Jahn k, homey b, gerber pa. Mgmt of complications after aesthetic hyaluronic acid injections. Dermatologist. 2014 sept 16. Additional info has been requested for this report. Non-significant info received on 15/oct/2014 from the physician. The additional info received in this follow-up report is considered medically non-significant for expediting purposes.

Manufacturer narrative:
Date: (B)(6) 2014: the event implant site abscess assessed as serious and possibly related.